Event description:
Monitors are randomly changing channels without anyone touching them. This issue occurs typically towards the end of the day and will happen randomly in the middle of cases while the surgeons are operating. It usually only happens to one screen at a time, for example 15 minutes ago the monitor the surgeon was using in the middle of a turp went black. Nobody was touching the screen or the console. We swapped the monitors around to continue the procedure and when I examined the black monitor, I saw that it had swapped itself to the 2d channel without anybody touching it.